Manufacturer narrative:
The event occurred in (B)(6). Customer was unsure which lot produced the discrepant result obtained on the mobile system. This medwatch report is for the suspect device used in mobile system 2 (lot number 27706131, expiration date 10/31/2011). (B)(4).

Event description:
Customer reportedly received results of 3.4 mmol/l on either compact plus system 1 or on compact plus system 2 and 14.0 mmol/l on either mobile system 1 or on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.